Manufacturer narrative:
(H3):no device sample was returned for manufacturer analysis. A lot number was provided for the device alleged to be involved in the incident. Lot history, device history, sterilization records, and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed. Should additional information become available, coopervision will complete additional investigations and submit a follow-up report as appropriate. Note: it is reported that the event occurred in left eye (os). As two device lot numbers were provided and it is unknown which device was being used in the left eye, please refer to linked manufacturer report cc547881 2640128-2024-00003 for associated incident report.

Event description:
This incident was reported by the end user's location of purchase to the manufacturer's local customer service office, contact details for the reporter not currently available. It is reported that the patient experienced a corneal ulcer in the left eye (os) while using the device. Good faith efforts have been made to obtain further information without success. As of the date of report, additional information is unknown. This event is being reported in an abundance of caution due to unconfirmed diagnosis, lack of medical information, and unknown patient outcome. Should further information become available, coopervision will complete additional investigations and submit a follow-up report as appropriate.